Event description:
An or supervisor reported that the intraocular lens (iol) was missing the tip (ball portion) of the haptic. The lens was in fact implanted. The issue occurred during the iol implantation procedure. Based on the additional details provided, the surgeon suggested that either the lens or the inserter may have contributed to the event, although it is not possible to determine this with certainty. The lens remains implanted in the patient's eye. There was no patient harm. The patient condition is resolved, and the patient is currently doing very well.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. A sample was not received at the manufacturing site for evaluation for the report of lens was missing the tip (ball portion) of the haptic; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.